Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery strip lifted from the jaws and silicon around the jaws started to peel off. A replacement device was used to complete the procedure. Nothing fell inside of the patient. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Heavy blood was observed on the harvesting handle. Heavy blood and charred tissue was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw at the center, with detachment at the tip but remained attached at the base of the hot jaw . The silicon insulation on the cold jaw was observed to be peeled away from the cold jaw at the tip, exposing the metal tip of the cold jaw. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, both reported failures "peeled jaw" and ¿material twisted/bent¿ were confirmed. Specific actions for the both the confirmed reported failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery strip lifted from the jaws and silicon around the jaws started to peel off. A replacement device was used to complete the procedure. Nothing fell inside of the patient. The hospital did not report any patient effects.